Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a form as per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one multifire endo gia 30 3.5 instrument. The knife blade was received severely bent. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed damage may occur if the instrument is applied over an obstruction. The instructions for use also states: when positioning the instrument on the application site ensure that no obstructions such as previously clips are incorporated into the instrument jaws. Firing over an obstruction may result in improperly formed staples. Improperly formed staples may result in leakage or disruption of the staple line. Based on the evidence available the reported condition was confirmed. The root cause of the observed damage was misuse of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that an issue occurred during a laparoscopic appendectomy. The stapler was able to fire, but there was poor staple formation. The staples were malformed and misplaced. The knife did not cut the tissue. The staple line was formed incompletely at the proximal end. To correct the incomplete staple line, another manufacturer's stapler was used. There was no patient injury or extension in surgical time.